Event description:
It was intended to use one euphora coronary balloon catheter and one dxterity diagnostic guide catheter to treat a moderately calcified, mildly tortuous lesion located in the proximal left anterior descending (lad) artery. There was no damage noted to packaging of the devices. There were no issues noted when removing the euphora balloon from the hoop. The euphora device was inspected with no issues. Negative prep was not performed. The euphora was not flushed in the hoop/placed in a bowl of saline to activate the hydrophilic coating. The dxterity device was removed from packaging and prepped per IFU with no issues noted. The dxterity device was inspected with issues noted. After the coronary angiography was done, the user was trying to start the intervention with the semi compliant balloon. It was reported that it was difficult to remove the stylette from the euphora balloon. It was stated that the stylette was tightly attached on the balloon tip which made it very difficult to remove it from the balloon and it seemed to have become stuck. It was stated that the user was very experienced at using the euphora and expected to remove the stylet smoothly as usual. A second try was attempted with a bit more force than before which caused the balloon shaft to break. It was reported that while trying to remove the stylette from the balloon, the gloves the user was wearing were torn by the balloon stylet and the users skin was cut as a result so there was in danger of being exposed to blood-borne disease. There was no medical intervention required for this event. An attempt was not made to load the balloon onto the guidewire. It was reported that there was a packaging or labeling issue with the dxterity device. It was stated there was a mismatch between the box label, pouch labels, or the device. It was noted that it appears that the curve was not as it noted on the package, i.e. Jr4.0 and it looks more like al1.0. The devices were not used in the patient.

Manufacturer narrative:
Still image analysis: one photo was received from the account. The image appears to show a stylette still inserted in the tip of the device. A detachment appears evident on the distal shaft. Kinks also appear to be evident on the distal shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device was returned for evaluation. The device returned with a detachment on the distal shaft. The stylette was still present in the detached section of the distal shaft of the stylette was exposed from the balloon on return for analysis. Necking was evident on the distal tip and proximal balloon bond. The distal shaft material was oval and jagged on both sides of the detachment site. Kinks were evident on the distal shaft. The tip was cut to remove the stylette. Residue was present on removed stylette. No other damage evident to the remainder of the device. A measurement of the stylette was performed. The component met od specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.